Manufacturer narrative:
(B)(4).

Event description:
Medtronic (covidien) received information that 2 hours post pipeline flex procedure, the patient developed one sided weakness. Within two hours post pipeline flex embolization of a right ica aneurysm with 2 device constructs, patient developed one sided weakness. The patient was brought back to angiography suite and was found to have acute in-stent thrombosis with partial branch occlusion/ decreased vascularization distal to the pipeline flex implants. Occlusion was reversed with intraarterial reopro. The patient was transferred from or to recovery in stable condition. Pru values were not available. Physician remarked that he doesn't believe this to be device related. The patient has been discharged, doing well, with no functional deficit. The devices will not be returned because they were implanted.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipelines will not be returned for evaluation as they were implanted in the patient. Based on the reported information, no defect of the device was reported during use. The event occurred in the patient post procedure and its cause was unknown.